Event description:
It appears that the stylet caused a 3/4" pharyngeal midline laceration. The anesthesiologist was using a bent stylet. Upon removing the scope the angle of the bend punctured the pt's anatomy. An ent physician was called and the pt required stitches. Acmi spoke with both the pt and risk mgr at hospital and no other adverse effects were reported.